Event description:
Boston scientific received info that this right atrial (ra) lead had dislodged from its original implanted site. This pt had heart palpitations. The ra lead was repositioned and had dislodged again. There was no capture and no sensing. This lead has been successfully removed from service and replaced.